Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021, and the patient's cause of death was not reported. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 29jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021.